Event description:
Patient called stating approximately two years ago, she had a bunionectomy procedure where a painpump was placed following surgery for post-operative pain relief. She stated that she received pain relief while wearing the pump and experienced no problems with the pump. She stated that within 24 hours of her procedure, she had what appeared to be a burn on the bottom of her foot. No treatment was provided to the patient at this time. Six weeks later, the patient went to a wound clinic for treatment as what appeared to be a burn because an infection. Antibiotics were prescribed, but they did not clear up the infection.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided. There was no alleged malfunction of the device.